Event description:
It was reported that the customer is replacing the display board. Although requested, additional information was not provided. The customer stated that there was no patient involvement.

Manufacturer narrative:
The reported issue that the display board needs replacing for the issue of dim segment could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. The customer stated that there was no patient involvement. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action.

Manufacturer narrative:
The reported issue that the display board needs replacing for the issue of dim segment could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. The customer stated that there was no patient involvement. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action.

Event description:
It was reported that the customer is replacing the display board. Although requested, additional information was not provided. The customer stated that there was no patient involvement.